Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that during a revision surgery the patient suffered an anterior midline fracture of the tibia upon implantation of the tibial stems. The surgeon used a plate and screws to treat the fracture. The surgeon expects the patient to recover well and will proceed with non-weight bearing for 8 weeks.

Manufacturer narrative:
More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The reported event could be confirmed since a midline fracture in the tibia is visible on the images. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. Medical profession reviewed the received information and noted: upon reviewing the document received, the fact that there is a midline fracture in the tibia is confirmed. Furthermore, no irregularities can be concluded from it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a revision surgery the patient suffered an anterior midline fracture of the tibia upon implantation of the tibial stems. The surgeon used a plate and screws to treat the fracture. The surgeon expects the patient to recover well and will proceed with non-weight bearing for 8 weeks.